Manufacturer narrative:
(B)(6). The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced fever, chills and cloudy effluent. The cause of the events was unknown. The same day as event onset, the patient was hospitalized for the events. It was unknown if the patient was treated with antibiotics for the events. The same day as hospital admission, pd therapy was discontinued, and the patient was moved to hemodialysis therapy. Three day after hospital admission, ¿they tried to implant a catheter¿ and the same day the patient experienced cardiorespiratory arrest and subsequently passed away. The cause of death was reported as due to cardiorespiratory arrest. It was not reported if the events were resolved prior to death. It was not reported if an autopsy was performed. No additional information is available.